Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during basic occlusion test due to loose drive support disk. The pump was unable to perform prime, occlusion test and excessive no delivery test due to compromised force sensor system alarms. The insulin pump was received with cracked case at display window corners, reservoir tube and battery tube threads, minor scratched display window, missing end cap sticker and broken reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call of a compromised force sensor system alarm from the insulin pump. The customer's blood glucose reading was 150 mg/dl. The customer stated that she had a lot of trouble with her insulin pump and she went to change her site and it is not working. The customer stated that she got an error message. The customer stated that the pump went to 123456 and stopped at 6. The customer stated that she was unable to exit the preparing to prime loop. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.